Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). The investigation of the reported complaint has been finalized. The unit was investigated by our field service engineer at the hospital. The compressor motor was replaced and returned for investigation. The investigation of the returned compressor motor shows no fault. The compressor works without deviations, according specification. The device logs regarding the connected ventilator were not provided, the reported shutdown cannot be verified. The cause to the reported issue cannot be established by the investigation of the returned compressor motor.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor shut down unexpectedly. The patient involvement is unknown. (B)(4).